Event description:
The customer reported that the system had a communication error and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.